Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the calcified left anterior descending (lad) artery, but was unable to cross the lesion. The lesion was pre-dilated with a 2.5x15mm maverick balloon. Upon removal of the device, the stent looked damaged. The procedure was completed using another taxus express2 stent, same size. No pt injuries or complications occurred.